Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Reportedly, customer either reloaded the cartridge or loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 520-550 mg/dl. Customer administered a manual injection of insulin to address high bg.